Event description:
A doctor did novasure without my consent and with no clinical reason, after I told him I wanted to have a baby, had nothing but a small polyp on my uterus and would never destroy a part of my body. I found out he did it without my consent after I got pregnant and suffered a miscarriage. The pain is excruciating. It feels like I am in labor, my stomach is swollen like five months pregnant, all the tissue and back hurts around the area and it pushed my fsh levels into menopausal number when I had just had a normal non premenopausal level. It causes adenomyosis, hematometra, and scarring of the cervix. Do not get one. It is a money making scam for quick money for doctors. It will destroy your life.